Event description:
It was reported ongoing occlusion alarms occurred. Reportedly, the customer was using novalin r insulin, using pump supplies longer than the recommended period and was not properly cycing the cartridge during the load sequence. Tandem technical support educated the customer this is considered off label usee per the tandem user guide. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies, however, ultimately reverted to manual dose injection.

Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.